Event description:
It was reported that the patient expired in 2007 after an implant duration of 2 months. Reportedly, the patient's expiration was attributed to mesenteric ischemia. Reportedly, the device is not available for return.

Manufacturer narrative:
Device not returned.